Event description:
Per information provided: on (B)(6) 2015- patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per op notes, "the hernia sac in the left inguinal region was identified and was reduced. A 3dmax mesh (device 1) was inserted and positioned over the defect and was sutured to upper abdominal wall." On (B)(6) 2017- patient was diagnosed with lipoma of the cord, chronic inguinal pain and the inguinal nerve was divided for pain relief, thereby underwent laparoscopic repair with implant of bard soft mesh (device 2). Per op notes, "there was no recurrent hernia and a lipoma of the cord was identified. The lipoma was excised. A bard soft mesh (device 2) was placed on left inguinal floor and was sutured." On (B)(6) 2017- patient had some pain. On (B)(6) 2018- patient, after two surgeries and continuing pain had sought pain management. On (B)(6) 2018- patient had small bowel obstruction and explant of the mesh (note: the mesh explanted in this procedure was unknown)

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.